Event description:
Customer reports to have been on manual injections and off of insulin therapy due to pneumonia hospitalization. Customer states that while attempting to get back on insulin therapy she realized that her skin was not absorbing insulin effectively. Customer was using competitors products and skin was still not absorbing insulin. Customer inquired if samples could be sent out to her. Customer was advised that samples of tpack for mio and silhouette and sure-t would be sent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)